Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely the phenomenon was attributed to cv-190 or clv-190 not the output contacts of clv-190, surmised from the statement ¿cleaned the scope contacts per IFU and a also tried numerous scopes¿. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer cleaned the scope contacts per IFU and attempted numerous scopes. The customer was unable to provide a serial number and opted to send in the unit. A follow up was made and the customer mentioned that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error . The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.